Event description:
A copy of the medwatch report from FDA was received, which states pt receiving penicillin g. Pump programmed in standard infusion mode, to be run over 30 minutes, a then set for 5-minute delay. Verified that alaris pump recognized correct syringe type (1ml syringe). Second rn cancelled delay after connecting tubing to patient's IV, also noting it was programmed to run over 30 minutes at a rate of 1.02ml/hr. Rn stayed in the room to complete admission, and pump alarmed stating infusion was complete roughly 10 minutes after infusion started. Around half of medication remained in IV tubing, so flush was programmed to also run over 30 minutes for infusion to complete in more appropriate time frame. Md first contact notified of this issue. Rl (B)(4). Ref report: mw5172194. Pt code: 4582. Device code: 1249, 2339. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states pt receiving penicillin g. Pump programmed in standard infusion mode, to be run over 30 minutes, a then set for 5-minute delay. Verified that alaris pump recognized correct syringe type (1ml syringe). Second rn cancelled delay after connecting tubing to patient's IV, also noting it was programmed to run over 30 minutes at a rate of 1.02ml/hr. Rn stayed in the room to complete admission, and pump alarmed stating infusion was complete roughly 10 minutes after infusion started. Around half of medication remained in IV tubing, so flush was programmed to also run over 30 minutes for infusion to complete in more appropriate time frame. Md first contact notified of this issue. Rl (B)(4). Ref report: mw5172194. Pt code: 4582. Device code: 1249, 2339. There was patient involvement, but the outcome is unknown.